Event description:
The customer contacted stryker to report that their device had no display and its service led illuminated. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. It is suspected that the system board is faulty. Due to a part obsolescence, the device cannot be repaired. The device will be scrapped by stryker and the system board will be returned to the product assessment center (pac) technician for further analysis. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the replaced system board at the product assessment center (pac) and the issue could not be duplicated. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had no display and its service led illuminated. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.